Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the detached insertion section is attributed to stress related problems, however, a definitive root cause could not be established. The foreign material could not be identified and a cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the videoscope exhibited a part of the insertion section was detached, the up/down plate was sticky (foreign material), and there was foreign material leaking from light guide tube. There were no reports of patient involvement.